Manufacturer narrative:
The medical center discarded all impella pump product at the time of explant when the family made the choice to withdraw care. Root cause can not be determined, though should more information be shared which leads to root cause, a final report will be forthcoming. Of note in the IFU: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical center had placed an impella cp via the femoral access for a patient admitted with multiple cardiac and systemic comorbidities. The patient had small vessels and after placement of the impella the team placed a infusion catheter to have flow to the impella limb. Additionally there was an access site ooze and associated hemoglobin drop that prompted prbc infusion to the patient. The family made choice to withdraw care.

Manufacturer narrative:
Since the original report was filed, the investigation into the ischemia and access site bleeding has concluded. The product was not returned for analysis, and only the clinical details were reviewed for root cause determination. The root cause of the ischemia was patient condition. The vessels were of small diameter. The root cause of the bleeding was most the high patient's act values. The failure mode will be monitored and trended.